Event description:
It was reported that during pre-implant testing of the helix mechanism, the lead seemed to build up torque in the body of the lead until on the 20th rotation the helix extended in one quick motion, and the helix also appeared to be off center and extending at an angle. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the number of turns to extend/retract the helix exceeds specification. It was noted that the helix/lobe was distorted/bent.